Event description:
It was reported that this right ventricular (rv) lead dislodged confirmed by failure to capture and had high threshold. The rv lead was explanted and another rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in correct location on the terminal pin. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead dislodged confirmed by failure to capture and high threshold. The rv lead was explanted, and another rv lead was successfully placed. No additional adverse patient effects were reported.